Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this instance azacitidine (vidaza) 85.13 mg in sodium chloride 0.9 % 118.513 ml chemo ivpb - chemotherapy backflowed into saline bag prior to infusion being started. Primary line clamped off to stop backflow. Delay in treatment. Ref report: mw5156410.